Event description:
A facility administrator reported the system's touch screen was unresponsive during surgery. An alternate system was used to complete the procedure. There was no pt impact reported.

Manufacturer narrative:
The company rep examined the system and replaced the touchscreen to resolve the customer reported issue of touchscreen inoperative. The system was then tested and met product specifications. No samples were returned for eval and no add'l info was provided related to this event. For this reason. Steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).